Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 31) occurred with multiple cartridges during bolus delivery. Blood glucose levels ranged form 165 (mg/dl) to 170 (mg/dl). Reportedly, the customer had manual injection as alternate insulin therapy.